Event description:
It was reported that balloon rupture and difficulty in removal occurred. Vascular access was obtained utilizing retrograde approach through a 6f non-bsc introducer sheath. The 90% stenosed target lesion was located 3cm from the upper arm shunt in the moderately tortuous and moderately calcified proximal anastomosis site of an unspecified vein. After a 0.035 non-bsc guide wire crossed the lesion, the physician advanced a 6.0 x 40, 40cm mustang balloon catheter. The lesion was first dilated with this balloon at 24 atmospheres for 30 seconds but dilatation was not enough. Second dilatation was made at 24 atmospheres for 30 seconds and third dilatation at 24 atmospheres for 60 seconds but, the lesion was not dilated fully. On the fourth dilatation for 30 seconds, the balloon ruptured at 24 atmospheres. The physician attempted to retrieve the ruptured balloon but the balloon was caught on the distal site of the sheath and failed to be retrieved. Emergency surgery was then performed with avascularization of the upper arm and forearm veins. The punctured site was extended to remove the balloon and was sutured. The procedure was completed without crushing the shunt. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: received for analysis was the distal section of the device. This section compromised of the tip and balloon and a section of the shaft. The entire length measured 8cm from the tip. An examination of this section identified a complete balloon circumferential tear at 0.9cm proximal to the proximal edge of the distal markerband. The shaft was compressed at 14mm distal to the proximal edge of the break site and kinked between the two sections of the balloon circumferential tear. The tip section of the device was severely twisted and flattened. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and difficulty in removal occurred. Vascular access was obtained utilizing retrograde approach through a 6f non-bsc introducer sheath. The 90% stenosed target lesion was located 3cm from the upper arm shunt in the moderately tortuous and moderately calcified proximal anastomosis site of an unspecified vein. After a 0.035 non-bsc guide wire crossed the lesion, the physician advanced a 6.0 x 40, 40cm mustang balloon catheter. The lesion was first dilated with this balloon at 24 atmospheres for 30 seconds but dilatation was not enough. Second dilatation was made at 24 atmospheres for 30 seconds and third dilatation at 24 atmospheres for 60 seconds but, the lesion was not dilated fully. On the fourth dilatation for 30 seconds, the balloon ruptured at 24 atmospheres. The physician attempted to retrieve the ruptured balloon but the balloon was caught on the distal site of the sheath and failed to be retrieved. Emergency surgery was then performed with avascularization of the upper arm and forearm veins. The punctured site was extended to remove the balloon and was sutured. The procedure was completed without crushing the shunt. No further patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).